Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms had occurred. Blood glucose was in the 300s mg/dl. The pump supplies were changed twice. At the time of the report, the occlusion alarms were not occurring. As the pump supplies were changed, a cause of the occlusions could not be determined.